Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture unable to observe since it is not related to the device. Rupture: not observed openings on the provided photos. Inflammation/irritation: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Calcification: no observed. Seroma-late: unable to observe since it is not related to the device. Crease/ folding of implant: no observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, b6, g2, h6.

Event description:
Patient later reported "presence of minimal amount of peri implant fluid", "several radial folds", "sub glandular silicone implants with lobed contours. In the anterior and lower aspect of the right implant, surrounded by it, there is an image that is dense to the tissue, poorly delimited, unspecific to the method (collection? Seroma?)", and "scattered calcifications with a benign radiographic appearance."

Event description:
Patient reported "capsule rupture with content leaking¿, confirmed via ultrasound and MRI. Patient later reported "capsular contracture," baker grade IV. Record is for right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsule rupture with content leaking¿, capsular contracture baker grade IV.